Event description:
I had lasik surgery on both eyes in (B)(6) 2015. I still have severe dry eyes. I use restasis and systane all day long, but to no avail. I work on a computer all day and finding it hard to be able to work like this.